Manufacturer narrative:
(B)(4)

Event description:
A female with obstetric trauma was implanted with an acticon on (B)(6)2002. On (B)(6)2002, the cuff was revised. On (B)(6)2010, the entire device was removed and replaced due to fluid loss.